Event description:
The customer reported poor image quality and the technique went to max. Also the system is giving black images with white line. It appears the camera may be broken. No injury reported.

Manufacturer narrative:
Based on the symptom, the ge service rep ordered a camera. He installed a new camera assembly. Calibrated and function checked. System performed as desired.